Manufacturer narrative:
Investigation summary asae / major bleed / hematoma : the cause of the access site adverse event was use related to patient movement per clinical details.

Manufacturer narrative:
Updated information: h6 investigation type changed to b18. Additional information was provided which states that the device is unavailable for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery post coronary angioplasty in a 78-year-old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. Upon transfer to the intensive care unit, the patient began to wake up from sedation and was straining to move. The access site developed a hematoma and was bleeding. The site was redressed and angle matching best practices utilized. Additionally, a femstop was placed and manual pressure applied to the hematoma to resolve the bleeding. On day 2 of support, when the remaining 35 mmhg of air was removed from the femstop, the site began to ooze again. It was decided not to initiate anticoagulation at that time. The site was redressed, the angle matched, and femstop inflated to achieve hemostasis. On day 3 of support, the device was explanted. Bleeding is a known potential adverse event of the impella cp per the instructions for use.